Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that two pipeline flex with shield technology devices did not open. The aneurysm is a saccular sidewall right internal carotid artery (ica) aneurysm located in c7 (communicating segment). After delivering the first pipeline flex shield without any problem, the physician decided to deliver a second pipeline flex with shield in order to telescope it with the previous stent to get a better apposition of the first pipeline. After 4 attempts to open the distal end, the pipeline flex with shield started to open at the proximal and distal ends, but not the middle section. The physician tried unsuccessfully to resheath the device and re-deploy the device to open the device. The physician also tried to center the microcatheter and open the middle of the pipeline flex shield with the microcatheter. This attempt was also unsuccessful. The physician then removed the device with the microcatheter as one unit and tried to deliver another pipeline flex with shield from the same size. It was reported that the new pipeline flex with shield had the same problem of not opening in the middle section (MDR# 2029214-2015-00479). No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside the catheter. The pipeline was found stuck inside the catheter hub. The catheter was cut to remove the pipeline. The tip coil was found to be stretched. No defects were found with the catheter, distal marker, ptfe shrink tubing (jacket), and re-sheathing marker or with the proximal bumper. The distal end of the pipeline was found partially opened with damaged braid. The middle section and proximal end of the pipeline were not opened due to damaged braid. No other anomalies were observed. Based on the above findings and customer's photo, the customer's complaint was confirmed. It is likely that the damage to the braid on both the distal and proximal ends is the result of the physician resheathing the device more than the recommended two times. The cause of the mid-section not opening could be a combination of damaged braid, device design, patient anatomy, and physician technique. All products are 100% inspected for damages and irregularities during manufacture. Note: per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Related MDR# 2029214-2015-00479 for the second device that was used during this event.